Manufacturer narrative:
Flare was returned in a plastic bag, no device returned as reported. Visual inspection of the flare shows very little residual adhesive on the flare. Conclusion: bond failure between flare and shaft.

Event description:
During an lavh procedure, the flare on the distal tip of the cutting forceps fell off into the pt. The piece was retrieved from the pt with no pt harm. The device was discarded at the facility, but the flare was returned. Another like device was used to complete the procedure.